Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Patient reported that the pink slide did not move forward and the cannula did not insert, this indicates a needle mechanism failure. Symptoms reported include high blood glucose, vomiting and dehydration. The patient was treated with blood pressure medications, anti-vomiting pills, pain medicine, fluids, electrolytes and new heart medication for their chronic heart condition. The pod was removed, and a new one was placed. The patient was released on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.